Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call the insulin pump alarmed pump error. The customer was assisted with pump error troubleshooting. The customer's blood glucose level was 171mg/dl at the time of the incident. The customer's mother stated that the alarm did not occur during rewind process. The customer's mother was advised to performed bolus and it was recorded in the daily history. The customer's mother also stated a reservoir anomaly. Customer's mother stated that the reservoir would be out of the pump but the insulin pump did not have damage. The customer's mother declined to continue troubleshooting. The customer's mother also stated that insulin squirted out when she disconnected the customer from the insulin pump. The insulin pump was returned for analysis.